Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during drain 3 of 5. The home patient (hp) stated that all the supplies were attached as normal and no leaks were noted. The baxter technical service representative (tsr) had hp cycle power to press go to start. The hp would notify the peritoneal dialysis nurse of alarm and finish manually. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. During a follow up with the home patient (hp), he stated that he did not know what the cause of the alarm was. After the alarm, he stopped therapy. The hp was asked if the rn was informed and if he was retrained and aware of proper procedure, and the hp stated "yes". No injuries were reported.